Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high, out-of-range (oor) shocking lead impedance measurement greater than 125 ohms. Additional information was received indicating that the cause of the impedance issue was not conclusively determined and the patient will be monitored through routine follow-up. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.